Event description:
It was reported that during a routine device replacement procedure, the left ventricular (lv) lead was damaged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and analyzed. The outer insulation melted and exhibited cosmetic environmental stress cracking. Blood/body fluid was found on the proximal conductor (not obstructed), and the distal conductor was stretched. The lead exhibited apparent explant damage.